Event description:
Boston scientific received information that during defibrillation threshold (dft) testing at implant, noise was observed on the rate/sense channel that was marked by the device as ventricular fibrillation (vf). The noise was not seen again after the second shock was delivered. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed that the noise was likely air escaping from the device seal plug, since it did not recur after the second shock. The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.